Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during receiving inspection, the incoming inspection member found hair like debris in the sterile package. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Manufacturer narrative:
UDI#: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging identified a hair-like debris within the sealed sterile cavity. Device history record was reviewed and no discrepancies were found. The root-cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.